Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server patients was not discharged from pyxis. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section g4 PMA / 510(k). Upon investigation of this incident, it was determined that the system failed to discharge patients who had been scheduled for release. A technical support specialist (tss) confirmed that the customer had connected with the hospital it team, rebooted the server, and this issue appeared to resolve the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server patients was not discharged from pyxis. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.